Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the top of the battery cap was worn, making it difficult to detach from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2014-device evaluation:the battery cap has been returned and evaluated by product analysis on 03/27/2014 with the following findings:during a visual inspection of the battery cap, the coin slot was found to be worn. The battery cap threads were intact, and the contact dimensions measured within specifications. The cap fully secured to a test pump. A power loss was not observed. The cap was difficult to remove from the test pump due to the worn coin slot.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.